Event description:
The customer reported that the ventilator display turns off and on while ventilating a patient. The customer reported that the unit was in use on patient, but there was no patient harm reported.